Event description:
There are impurities/foreign bodies inside, one pack has black dots and the other has green floats. The white switch is too tight to turn on, it can be switched on and off normally, but it is difficult to open it because of the effort. Dark blue breaks off at the junction with the potion. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5164513.